Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)depuy still considers this investigation closed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to pain. Upon revision, metallosis debris and insignificant bone ingrowth on the acetabular cup were noted.

Event description:
Update rec'd 11/26/2014- litigation papers received. Litigation alleges pain, tissue damage from metallosis, and cobalt and/or chromium poisoning. The doi was provided. The stem and sleeve are being added to the complaint. There is no new additional information that would affect the investigation. The complaint was updated on: 11/22/2014.